Event description:
Further follow-up revealed that the patient underwent lead replacement surgery. The new lead connected to the existing generator.

Event description:
Further follow up revealed that x-rays reviewed by neurologist revealed a lead break. The pt has not experienced any recent trauma or injury that could have damaged the vns therapy system. Neurologist indicated that re-implant surgery is scheduled.

Event description:
Product analysis summary: the lead assembly was returned for analysis, excluding the electrodes. Electron microscopy verified fatigue fractures on both lead coil ends near the electrode bifurcation. It is believed that stimulation was present for a certain period of time was evidenced by the presence of metal pitting on the ends of the coil wires. However, a conclusive determination cannot be made whether the stimulation was flowing at the exact time of fracture. The condition of the lead portion returned is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew makes found on the lead connector pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. Continuity check was performed with no other discontinuities identified, mechanical and electrical connection was present. Continuity check was performed with no other discontinuities identified. The exact cause of the lead coil breaks are unk. Possible causes of lead discontinuity are; 1} mechanical failure, 2} implant technique (use of suture; no strain relief), 3} "twiddler"(twisting of the lead), 4} violent seizure, 5} physical injury/accident.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The pt reported that they were no longer able to feel device stimulation, even after output current was increased to 3.0ma. The pt has reportedly experienced a recent increase in seizure activity, but not above pre-vns baseline frequency. The pt's seizure frequency has reportedly returned to near the amount that they were having prior to vns implant.